Event description:
The PICC line was inserted and dressing applied. Since that date fluids were infusing and the line was working as expected. 5 days later, the line was found broken. The dressing was removed and the remainder of the PICC line was removed from the patient. The break occurred at the location of where the tubing attaches into a plastic oval piece of tubing. Manufacturer response for argon first PICC 1.9 french 26 gauge, argon (per site reporter). No follow up response at this time.